Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used in association with a procedure performed on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, two clips failed to deploy. The procedure was completed successfully with another resolution 360 clip device. Reportedly, after the procedure and outside the patient, another clip was tested but it also failed to deploy correctly. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to deploy. A visual examination of the returned complaint device found that the clip assembly was not returned with the device. The yoke was still attached to the control wire, indicating that the first activation of the device was performed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used in association with a procedure performed on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, two clips failed to deploy. The procedure was completed successfully with another resolution 360 clip device. Reportedly, after the procedure and outside the patient, another clip was tested but it also failed to deploy correctly. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.